Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Patient was treated with food. Customer was experiencing low blood glucose for last 2 months. The customer insulin pump passed the displacement test. The customer wants to try another pump. Customer was advised that pump will be replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart error, displacement and basic occlusion tests. Unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.